Manufacturer narrative:
(B)(4).

Event description:
The patient had only 1 possible branch to place the lead which they did. After 24 hours the patient was having phrenic nerve stimulation in all configurations except for 1 but the capture threshold was way too high. They decided to see if they could find another vessel 4 days later which they were able to but they were unsuccessful in placing the lead due to the tortuous anatomy of the vessel. The patient will be going for epicardial lv lead placement soon. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.